Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife was reported via phone call that, the customer had low blood glucose of 30 mg/dl. Their current blood glucose was also 30 mg/dl and they treated with food. The drive support cap appears normal. Based on customer report, customer does not allege pump was over delivering. Customer will monitor and call back if necessary. The insulin pump will not be returned for analysis.